Event description:
Healthcare professional reported valve was removed due to suspected structural valve dysfunction. In 2/2001 sudden dyspnea manifested with ar 4 degree diagnosed. Physician indicated there was no sign of infection. Negative result of blood culture and explanted tissue culture exam.